Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on analysis of the returned infusion set, the complaint of an occluded needle of an infusion set is inconclusive. A functional test of attempting to infuse water into the returned infusion set using a 12 ml syringe revealed no leaks and nothing remarkable during this functional test. The device was patent to infusion with no observed resistance. Due to the claim of the infusion set working at the end of the event description and no observed failures during testing of the returned device, the complaint is inconclusive.

Event description:
It was reported that after completion of chemotherapy, resistance was felt when the device was flushed. After removing all the dressing and checking for leakage, no leakage was observed. When the needle was pushed in, blood return could be confirmed, and it became possible to flush with saline solution. There was no reported patient injury.

Event description:
It was reported that after completion of chemotherapy, resistance was felt when the device was flushed. After removing all the dressing and checking for leakage, no leakage was observed. When the needle was pushed in, blood return could be confirmed, and it became possible to flush with saline solution. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.